Event description:
It was reported the pt experienced pain in his legs up to his groin, more in the right leg, and over the device. The pt stated it is like the "tendons" in his legs were irritated and it "hurts when I'm lying down at night". He turned the device off before he lies down. Pt states "my hips are getting bad I guess". The pt stated he had tried to adjust stimulation which helped, but continued to state adjustments no longer helped ease the pain. The pain is throbbing and shooting pain that is worse in his hip. The pt had lost a significant amount of weight, at least (B) (6), in the last several months. The pt felt that the stimulator had migrated. The hcp noted palpation of the stimulator produced mild tenderness but did not reproduce his pain. The stimulator itself appeared to have rotated medially and was very close to the sacrum. The hip and leg pain may have been associated with discomfort from compression of the spinal cord stimulator. On (B) (6) 2010, the pt had a CT scan of the right hip to check for osseous changes to his hip. No significant finding were reported. Reprogramming was done on (B) (6) 2010, with good results. The pt was scheduled to have the device repositioned on (B) (4) 2010. The pt outcome prior to the repositioning surgery was reported as no injury. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).